Manufacturer narrative:
Follow-up from 18-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had 3 essure (fallopian tube occlusion insert) inserts implanted. One insert was placed in the right tube and 2 in the left tube (total of 3). The third coil punctured from her tube and caused severe bleeding. She had her reproductive organs removed along with essure inserts approximately 10 months after insertion. The events, seen as genital bleeding and fallopian tube perforation, are serious due medical importance and required intervention. According to essure's reference safety information, these events are listed. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the severe bleeding started after insertion. Considering that the physician placed 2 inserts on one side and that this might have caused the fallopian tube perforation which may have contributed to the severe bleeding, the events of perforation and bleeding are considered related to essure. Since essure removal was required, this case was considered an incident. Product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# (B)(4)) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that she was implanted with the essure in 2013 (supposed to be one metal coil in each fallopian tube) and turned out her doctor implanted in the right tube and 2 in the left tube (total of 3) and did not inform her of such. The third coil punctured from her tube and caused severe bleeding and she had to have emergency surgery to have her reproductive organs removed. She was in debilitating pain from the date of implantation and it took doctors 10 months to find the source of the pain. There was no option for her but surgery at that point. She suffered in pain until she started bleeding heavily and becoming weak and dizzy and her new doctor decided to repeat the x-ray and find the problem in 2014 and did emergency surgery that day to keep her from bleeding to death. On (B)(6) 2014 essure was removed. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had 3 essure (fallopian tube occlusion insert) inserts implanted. One insert was placed in the right tube and 2 in the left tube (total of 3). The third coil punctured from her tube and caused severe bleeding. She had her reproductive organs removed along with essure inserts approximately 10 months after insertion. The events, seen as genital bleeding and fallopian tube perforation, are serious due medical importance and required intervention. According to essure's reference safety information, these events are listed. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this particular case, the severe bleeding started after insertion. Considering that the physician placed 2 inserts on one side and that this might have caused the fallopian tube perforation which may have contributed to the severe bleeding, the events of perforation and bleeding are considered related to essure. Since essure removal was required, this case was considered an incident. Product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.